Event description:
It was reported by the rep that the (1) sdh29 was used during a low anterior resection procedure. It was reported that the rectal stump broke after firing the "sdh". The surgeon had to use hand suturing under very bad circumstances. The or time was extended 1.5 hrs.